Event description:
It was reported that the device would not stay powered on long enough to complete its power on self test. The device would lose power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a failure of an internal battery, designator bt1 from the analog pcb assembly, which was no longer able to take a charge. The customer received a replacement device.